Manufacturer narrative:
06aug2021.

Event description:
It was reported to philips that the device had a backup alarm failure. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
Since occurrence record of "check vent: backup alarm failed" (diagnostic code: 1104) was confirmed in the event log, the power management (pm) pcba was replaced to prevent recurrence. The unit was checked overall, cleaned, run-in and functionally tested. The power management (pm) board was returned for failure investigation. Visual inspection of the pm pcba revealed no evidence of damage or contamination. The power management (pm) pcba was tested, and no failures were identified. The 1104 error code could not be duplicated.